Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The investigation of the reported event have been finalized. The device expiratory pc (printed circuit) board was replaced and sent in for investigation. The returned pc board was installed in a test ventilator device for testing. The pc board did not fail any tests and did not generate any errors during testing. The review of the returned device logs can confirm the reported error, there are several failed gas supply tests found in the log, when this sub-test fails, the next upcoming tests fails as well. This investigation cannot determine why the gas supply test fails intermittently, the returned pc board did not show any errors.

Event description:
Manufacturer ref. #: (B)(4).